Manufacturer narrative:
On10/20/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Verified all instruments from the same navlock and solera taps and driver pans that were used during the procedure. Accurately navigated with all instruments and followed the saved surgical plans (both forward and reverse projections). There were no issues. On 11/01/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The site created a plan, and the surgeon tapped along that plan. When the surgeon put the driver in the hole, it appeared to be off laterally 1 millimeter. They switched to a different driver and a different navlock and it looked slightly better. The surgeon placed all screws using navigation, did a confirmation spin and was satisfied with the placement. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.